Event description:
Boston scientific received information that upon interrogation of the device after a shoulder replacement procedure, the programmer displayed an error stating the device was in the presence of a magnet. It was unknown if a magnet was used during the procedure, however no magnet was near the device at the time of the interrogation. It was also noted that tones were audible from the device. Boston scientific technical services (ts) was consulted and advised that the enable magnet feature would need to be permanently programmed off in the device in order for the patient to have tachycardia therapy available. The field representative turned off the enable magnet feature and no additional adverse patient effects were reported. This device is included in the magnetic reed switch 2010 (july) advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.